Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protégé everflex stent to treat a lesion in the sfa. It was reported that the tip broke during removal of the device. Patient status was reported as alive, with no injury.

Manufacturer narrative:
The vessel was pre-dilated. The device had passed through a previously deployed stent. The tip was removed from the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The vessel was pre-dilated. The device had passed through a previously deployed stent.